Event description:
It was reported by service report that the scale display was not operational. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - scale display module failure.